Event description:
No reported complications and patient has effective therapy.

Manufacturer narrative:
Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all functional testing on the automated test equipment (ate). The returned ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00444. Related manufacturer reference number: 3006705815-2020-00445. It was reported that patient had ineffective therapy. Patient presented with invalid impedances. Reprogramming was not successful. Surgical intervention was undertaken where the scs system was removed and a new lead and ipg was implanted. Reportedly system was on and running in recovery.